Event description:
The customer reported the evis lucera elite bronchovideoscope display a b30 error and noise on the screen was noted. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the b30 error reported was confirmed however, the screen noise was not reproduced. In addition, ig snake tube coating peeling, forceps channel pinhole, advanced cover low frequency insulation failure, main body liquid leakage, ud plate leak, light bundle leak, light guide snake tube leak, vent leak, and scope connector leak were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely error code b30 is due to a defect of the image sensor unit or failure of the internal board of the video connector, or the system cause the event. It is likely the peeled off coating on the insertion tube is due to stress, external factors, or handling. The noise on the screen was unable to be duplicated, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.